Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, the device cut, but did not staple. The pt was opened with a subcostal incision. This delayed the case by 24 minutes of kidney donor time, and the pt had to get 3 units from the blood bank after they couldn't measure their blood pressure. The procedure was completd by hand sewing the renal artery and stapling the renal vein. The pt is now recovering, but has developed temporary hemiplegia from a cerebral infection.